Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient had a cgm accuracy issue 9 days after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient¿s cgm was reading 99 mg/dl. The patient was also asymptomatic. It is unclear why, but the patient called an ambulance. Once emergency medical services arrived, the patient¿s bg meter reading was 222 mg/dl. The patient was treated by ems with an unspecified IV bag. Ems also recommended the patient be evaluated at the emergency room, but the patient declined. The patient was in normal condition at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.